Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) intermate lv250 device had ruptured during patient use. The device was filled with an unknown antibiotic and then connected to the patient. Near the end of infusion, the reservoir burst. There is no report of patient injury or medical intervention. There is no additional information available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 that occurred during dwell 5 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.

Event description:
A customer contacted baxter's technical service center regarding a system error (B)(4) alarm (air in set) during dwell 5 on the homechoice (hc). No visible problems could be found with the supplies and the home patient wasn't disconnected at any point during therapy. The cause of the alarm was undetermined. The patient reported she had since disconnected and will complete therapy with manual supplies. No patient injury was reported. No sample available for evaluation.